Event description:
Reporter has received the er1 message. Reporter's bg typically runs high and after retesting the result will be within the reporter's normal range. Reporter tests urine in conjuction with a high reading to verify.